Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - estimated date. D4- a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a vessel closure using the pre-close technique prior to an interventional procedure. Reportedly, the footplate got stuck in vessel and required a cutdown to remove and to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to entrapment include, but not limited to, tissue or suture caught in foot, foot not fully parked, device edges catching artery wall. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.